Event description:
During generator replacement the patient underwent lead replacement also due to lead discontinuity. An implant card was received indicating that the generator and lead were replaced due to lead discontinuity. The new vns system was functioning as intended (1561 ohms). Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that prior to replacement, the vns patient¿s explanted device could not be interrogated due to end of service.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The explanting facility discards their explanted devices; therefore, no analysis can be performed. Additional information was received stating that the vns patient¿s replacement generator was tested with the existing lead during the replacement procedure and diagnostic results revealed high impedance (impedance value >= 10,000 ohms).